Event description:
Pt was treated on 7/15/96 to the glabella and corners of the mouth. Later that evening, the pt developed pain and a bruised appearance at the glabella and areas of erythema described as "needle marks" at the corners of the mouth. The pt's employer who is a physician prescribed vicodin for the pain on 7/16/96; the pain resolved within 1-2 days. The pt subsequently developed a black center surrounded by erythema at the glabella. "White pustules" and a crust developed at the glabella on approx 7/18/96. On approx 7/20/96, the pt returned to the injecting physician who diagnosed a local necrosis and prescribed polysporin ointment. On 8/7/96, the pt described a depression and erythema at the glabella and a pink dot at one corner of her mouth. On 8/7/96, the pt was seen by a consulting physician, who also diagnosed a local necrosis; contact with this physician was refused.

Manufacturer narrative:
There was no response to a follow up request sent to the physician. The injury category will be updated to permanent damage.